Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted to treat stress urinary incontinence. It was also reported that on (B)(6) 2010 contasure was implanted. It was reported that she experienced pain, extrusion, injury to nearby organs, incontinence, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and dyspareunia. On (B)(6) 2012 the patient underwent a mesh revision/removal due to sui and vaginal pain.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).